Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system delivered an inappropriate shock due to oversensed noise in primary vector. Noise was able to be reproduced in clinic. Secondary vector was reviewed which had some noise, however this noise was not sensed. An x-ray was performed and no anomalies were noted. Therapy was programmed off and the patient was fitted with a lifevest. Therapy was later programmed back on and the vector was reprogrammed to secondary with no further inappropriate episodes were observed. No adverse patient effects were reported.